Event description:
Additional information was received that during the valve implant with the 34 millimeter (mm) valve, infolding was observed and complete expansion was not visible. It was decided to switch to the 29 mm valve. The valve was inspected prior to loading and there was no coaptation/leaflet issue noted.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b3, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a severely calcified unicuspid/bicuspid type 2 aortic valve, the initial deployment of the evolut pro+ 34 millimeter valve was not successful as the valve did not open well to allow leaflet coaptation. Consequently, the valve was retrieved, and an evolut pro+ 29 millimeter valve was fully deployed. However, a severe paravalvular leak (pvl) was observed following the deployment. To address the leak, a balloon-expandable valve was implanted inside the evolut pro+ 29 millimeter valve. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed twice.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID d-evprop34 (lot: 0012592494); product type: 0195-heart valves; . Product ID l-evprop34 (lot: 0012580941); product type: 0195-heart valves. Product ID d-evprop23-29 (lot: 0012526100); product type: 0195-heart valves. Product ID l-evprop23-29 (lot: 0012488153); product type: 0195-heart valves. Product ID evproplus-29 (j340855); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a severely calcified unicuspid/bicuspid type 2 aortic valve, the initial deployment of the evolut pro+ 34 millimeter valve was not successful as the valve did not open well to allow leaflet coaptation. Consequently, the valve was retrieved, and an evolut pro+ 29 millimeter valve was fully deployed. However, a severe paravalvular leak (pvl) was observed following the deployment. To address the leak, a balloon-expandable valve was implanted inside the evolut pro+ 29 millimeter valve. No patient complications have been reported as a result of this event.